Event description:
Device analysis completed on (B)(6) 2012 revealed a bond separation. It was reported the physician noted a different type of behavior with the spiral catheter. When the catheter was removed, it was noted that the joint of the shaft and the spiral was degrading and the loop was separated from the shaft. Another catheter was obtained to complete the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). One 7f reflexion spiral catheter was received for evaluation. Visual inspection of the returned catheter revealed the tip shaft to catheter shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniform band of adhesive around the entire tip shaft. Review of the device history records could not be performed as the lot number was not provided. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors.